Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer¿s blood glucose(bg) ranged between 20-70 mg/dl. Customer's wife provided juice to treat bg. Reportedly, a new cartridge was filled and loaded successfully.